Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, anterior and posterior repair with urethral suspension, rectosigmoid resection [low anterior resection] with stapled coloproctostomy [descending colon to upper rectum], rectopexy, flexible sigmoidoscopy, appendectomy; due to stress urinary incontinence, vaginal prolapse, full-thickness rectal prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pain in the right groin and vaginal area, nodules which come and go, fatigue, and anxiety.

Event description:
It was reported that following insertion the patient experienced chronic pain in the right groin and vaginal area, nodules which come and go, fatigue, and anxiety.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary tract infection.

Event description:
It has been reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary discomfort and incontinence.

Event description:
Details: it was reported that following insertion the patient experienced urinary frequency, urinary discomfort and incontinence.